Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The catheter and coaxial umbilical cable were changed which resolved this issue. Additionally, a system notice was received indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. The cryoconsole unit was rebooted without resolve. It was confirmed that the healthcare professionals were using a saline/contrast flush and that the temperature was reading 31. The healthcare professional was instructed to hold off on the flush and they were able to pass the integrity test. The cryoconsole unit appeared to be functioning normally at that time of the first ablation. The case was then aborted due to a pericardial effusion noted on intracardiac ultrasound. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Data file analysis was performed. The data files also showed at least five injections were performed with the balloon catheter 2af284 / 97694-27. No product has been returned for analysis. An adverse event was encountered during the procedure. In conclusion, an adverse event occurred during procedure (pericardial effusion) and the catheter was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.